Manufacturer narrative:
Device not returned. No evaluation will be performed. Should device become available with additional info a supplemental report will be issued.

Event description:
It was reported that, "the series ii constrained liner disassociated from the shell. The inner bearing also disassociated from the outer liner and constrained mechanism."